Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected, and no abnormalities were noted. Of note, the 0.027¿ guidewire and introducer were not returned. The root cause of the delivery issues was the use of the incorrect guidewire. Per IFU 0048-9007, only the guidewire supplied within the impella cp optical insertion kit or an abiomed approved alternative guidewire should be used for insertion of impella cp optical. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. When attempting to place a cp from a sterile pack that had previously been opened and had the .018 wire removed. The team had replaced the wire with an .027 that prevented the pump to be delivered. The team aborted and placed a new cp with the appropriate wire. The patient survived the procedure.